Manufacturer narrative:
The returned device was evaluated. During internal inspection, a loose nut within the device was found wedged against the speaker circuit contacts on the ui board at component j2. This causes the speaker circuitry to short which would result in no audible alarm, however, the visual alarm and nurse call alarm would still be functional. During testing the audible and visual status indicators, were found to be functioning as designed. The ribbon cable connecting the system board to the ui board was also found to have its insulation stripped resulting in an exposed wire. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a patient event wherein the patient's o2 saturation was 50%, but no audible alarm from the unit. No known impact or consequence to patient were reported.